Manufacturer narrative:
Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
As reported to the distributor, before implanting a 25mm aortic valve, the surgeon observed some particles on the valve. The report received stated - they decided to put a 25mm aortic valve. They opened it's jar. The surgeon observed some particles on the valve. He doubted if these were any type of bateria. He decided to stay on the safe side and implanted a 23mm perimount instead. (He never sutured the 25mm). The patient status at time of report was hospitalized (stable).

Manufacturer narrative:
Evaluation summary: customer report of particulate was confirmed. As received, ID tag was removed from the valve and not returned with the device. Particulates were observed on all 3 leaflets, however three particulates were sent to chemistry for testing. Three particulates were one brown fiber (a), approx 2mm in length, one blue fiber (b), approx 1mm in length and one black fiber (c), approx 2mm in length. No visible inconsistencies observed on valve. Rinse procedure per IFU was followed and particulates remained on the valve. Photos attached by complaint owner were consistent with lab findings. Chemistry results: -ir spectrum of particulate "a" showed similar absorption characteristics when comparing to cellulose like material. -ir spectrum of particulate "b" showed similar absorption characteristics when comparing to cellulose like material. -for particulate "c" no identification could be performed because the sample was inadvertently lost during transfer. Additional manufacturer narrative: a 25mm aortic valve was returned and evaluated by engineering and chemistry. Numerous particulates were observed on all 3 leaflets on the inflow side. Two particulates were isolated and sent to chemistry for testing. One brown fiber approx 2mm in length and one blue fiber approx 1mm in length showed similar absorption characteristics when comparing to cellulose like material. Rinse procedure per IFU was followed and particulates remained on the valve. Based on the evaluation and chemistry report of the returned device, the source of the particulates cannot be conclusively determined. The ID tag was removed, suggesting the valve was used. The sterility barrier was broken when the valve was taken out of the jar and the ID tag was removed so it cannot be determined when the particulates came into contact with the valve. The particulates that were able to be identified showed similar absorption characteristics to cellulose like material. Cellulose is a very common material in clean rooms and operating rooms as it can be found in materials such as paper, cotton and wipes. Valves are 100% visually inspected for particulates per procedure. Edwards bioprosthetic heart valves are manufactured under controlled environments in clean rooms which meet all industry cleanliness classification requirements in accordance with is014644-1. All personnel, including visitors and contractors, entering or working in edwards' manufacturing facilities must follow specific rules and gowning procedures to reduce particles and control contamination that could impact product. During manufacture, each valve is visually inspected and functionally tested prior to packaging. These inspection steps check for general appearance and inspect the leaflets under magnification. Subsequently, in the preliminary packaging steps, which are performed in a class 10,000 cleanroom under a class 100 hood, the valves and glutaraldehyde solution undergo a 100% inspection for foreign particulates per sterilization and packaging of tissue products procedures. It is unlikely the particulates would pass multiple 100% visual inspections. The DHR was reviewed and there were no related ncrs.

Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800, which is marketed in the u.s. Method: device not returned. The device history record (DHR) review is in progress. The device has not been received for evaluation at our product evaluation lab in (B)(4). A follow up report will be submitted when new information becomes available. There was no injury to the patient, as the device was not used. The patient condition is reported as hospitalized (stable) at time of report. No additional information is available.